Event description:
It was reported when using the pyxis medstation es system half-height front fascia for drawer 5.1 was damaged. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the fascia panel for drawer 5.1 on the main unit to resolve. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.